Event description:
Reportable based on investigation completed on 29jan2015. It was reported that the catheter imaging was not recognized. The 90% stenosed target lesion was located in the moderately tortuous and non calcified left anterior descending (lad) artery. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used to visualize the target lesion. However, when the device was connected, it was recognized as test mode and failed to obtain clear image. The physician reconnected the catheter several times but the issue was not resolved. The device was exchanged to another of the same device to complete the procedure. No patient complications were reported and the patient's status is good. However, device analysis revealed a hole between the clear imaging window tubing and the blue sheath tubing at the lap joint.

Manufacturer narrative:
(B)(4). The complaint device was received for evaluation. Evaluation of the returned device revealed a kink in the imaging window assembly at 93.2 cm from femoral marker to the distal end, the telescope assembly was not able to properly pull back, advance, and retract, the telescope cannot advance the transducer distal housing (tdh) to the most distal position, no adhesive was observed on the pin side of the ccp board, the ccp (catheter code pcba) board appeared normal and a good click sound was heard during insertion into the motor drive unit (mdu) system, the catheter was correctly recognized by the imaging system when plugged into the mdu during functional testing, fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing during flushing, no image appeared in the system due to electrical open at proximal and no imaging core windup was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).